Event description:
A customer contacted beckman coulter regarding a false negative total bhcg(tbhcg) result from a single pt sample that was generated by the access instrument. A pt sample was tested for tbhcg and a "negative" result was obtained. The customer indicated that the original sample was tested for tbhcg on an alternative method and the result was "positive". The customer then took another aliquot of the original sample and re-tested for tbhcg on the access instrument. The repeated tbhcg was 104, 872iu/l. The false negative tbhcg result was not reported out of the lab and there was no affect to the pt's treatment.

Manufacturer narrative:
Qc and system check info were not provided. The sample was freshly collected and tested from an aliquot placed in a sample cup. Service was not dispatched to the customer's lab as the instrument was performing within specifications and the event is isolated to one pt sample. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.